Manufacturer narrative:
UDI not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient presented for a pacemaker change procedure. During the procedure, it was noted that the right atrial lead exhibited failure to sense. The lead was capped and replaced during the procedure on (B)(6) 2022. The patient was stable in condition.